Event description:
Conversion to cea due to a small dissection caused by the enroute 0.035 wire. The enroute sheath want not placed, only the micropuncture sheath. The patient is doing very well and was back to neuro baseline during the procedure. The dissection was left untreated.